Event description:
A malfunction was reported on a pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was informed that they could continue using the pump and was advised to contact support again if the issue reappeared.